Event description:
The mega suture cut instrument was returned without an initial complaint from the customer.

Manufacturer narrative:
The instrument was returned and evaluated. The mega suture cut needle driver instrument was returned without an initial complaint from the customer. The instrument was returned with a derailed grip cable, blade damage and deep scratches on the main tube. One grip cable slipped off distal pulley, but the cables were still in tension. Engineering also observed that the instrument blade exhibited two indentations along blade edge. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.